Event description:
It was reported that the camera head has a loose contact in the connector. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a correction to a field. Corrected field: d9. Updated field: d4, d8, g3, h2, h3, h4, h6, h10, and h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found damage on plug unit and damage on cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head has a loose contact in the connector. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.